Event description:
It was reported that the patient was not getting adequate stimulation and patients battery was no longer functioning. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The explanted ipg will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.